Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Revision of star ankle, poly was swapped with a new poly. Stryker account manager received a phone call 3/18/2016 from a patient that received a star ankle replacement on (B)(6) 2012 from surgeon in (B)(6). Surgeon recently performed a revision of the polyethylene spacer in the device and 'cysts were removed from the bone'.